Event description:
It was reported the gastrointestinal videoscope had the instrument pierced on the tip, the bubbles were visible and the sheath had came off. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, no nonconformance were found related to this complaint. No further escalation is required. A root cause could not be identified. The most probable cause of the complaint is was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.